Event description:
A hospital in (B)(6) reported that the maximum pressure of an rd900 infant resuscitator could not be adjusted. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff device was returned to fisher & paykel healthcare (B)(4). The device was performance tested and the manometer was dismantled for internal inspection. Results: no damage was found on the exterior of the complaint neopuff device. No fault was found with the valve assembly system of the complaint neopuff device. During the performance test, the manometer was not able to indicate pressure higher than 38 cmh2o. Internal inspection of the manometer revealed that an obstruction was found in one of the gears of the manometer. A lot check revealed no other complaints of this type for lot number 130307. Conclusion: the obstruction in the manometer's internal mechanism was identified as the cause of the manometer failure to indicate pressure higher than 38 cmh2o. We were unable to identify the cause of the obstruction in the manometer. All manometers of the neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. A review of our device history record revealed that the complaint device passed the production test during the time of manufacture. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). Please disregard this report (# 9611451-2013-00689) as the correct report for this complaint has already been submitted under MFR report# 9611451-2013-00670. We apologize for any inconvenience caused.

Event description:
A hospital in (B)(6) reported that the maximum pressure of an rd900 infant resuscitator could not be adjusted. This was found prior to patient use.